Event description:
It was reported that the patient's catheter was fractured at the vertebral body anchor point. What appeared to be crystalized drug was noted in the area around the catheter fracture. The patient underwent catheter revision. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report.